Event description:
It was reported the patient presented in the clinic. The patient's right atrial lead was observed to be dislodged 2 days after the initial implant on (B)(6) 2021. The lead was revised. The patient returned the clinic, and upon interrogation, it was observed the lead had inadequate capture, p-wave amplitude variation and dislodgment. The lead was explanted and replaced. The patient was in stable condition.